Manufacturer narrative:
(B)(4).

Event description:
It was reported, patient experienced persistent right flank incisional drainage at the peripheral neuroelectrode. Patient test result indicated infection and was referred to infectious disease specialist for intervention. Four neuroelectrodes were explanted on (B)(6) 2010. Device surgical revision performed on (B)(6) 2010. Two extensions were spliced and partially removed. In addition, it was reported, patient experienced lack of stimulation, paresthesia to bilateral legs, and radicular pain. Patient notes change in sensation of stimulation. Reprogramming and device surgical repositioning was performed. Device was repositioned to mid t9 on (B)(6) 2010. Patient symptoms resolved without sequelae. Additional information will be provided when available.